Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the battery out limit alarms due to no button response. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratched on the lcd window, a stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and he could not clear it due to the buttons not responding. He changed the battery and the keypad issue persisted. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.